Event description:
It was reported that a cutting device was not cutting properly. The issue was identified outside of surgery. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.